Event description:
Report received from the USA stating the device was "making a high pitch noise." The device was not being used during surgery. There were no patient or user injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. Ref: (B)(4).